Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited a capture anomaly. The lead was capped and replaced. The patient was stable post procedure.